Manufacturer narrative:
No product was returned for eval. Also, no x-rays were returned for review. The devices were in vivo for approx. 14 yrs. The pt's height and activity level is unk. The pt was revised due to the cement mantle breaking distally around the implant. It is unk if the stem was implanted in the correct orientation and with sufficient cement mantle as per the surgical technique. Based on the available info and observations, the distal cement mantle fracture may be due to one or a combination of the following mechanisms: misalignment of the femoral stem within the cement mantle, stem loosening, and pt activity height and level. However, the exact cause of the current situation cannot be determined with certainty. No product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specs. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should add'l substantive info be received, the complaint will be re-opened. Zimmer, inc. Considers the investigation closed.

Event description:
It is reported that the device was implanted in 1995 and revised in 2009, due to the cement mantle around the prosthesis breaking distally. Loosening and osteolysis were also stated as reasons for revision.